Manufacturer narrative:
The caller advised that the unit is a rental unit and is going to be sent back to the rental facility. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. The complaint will be closed. If new information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 25sep2021.

Event description:
It was reported to philips by a customer that the unit had a pressure transducer error. The investigation is ongoing. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the caller reported unit alarming prox sensor autozero failed when setting up the unit for use. The caller informed the rse he found error code 110b in the significant event logs. The rse advised caller of the error per service manual. Further information is pending.